Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to make a correction to the medical device problem code. The medical device problem code in the initial medwatch documented ¿activation problem (a1501)¿. The correct medical device problem code is ¿migration (a010402).¿ corrected section the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. Medical device problem code in the initial medwatch documented ¿activation problem (a1501)¿. The correct medical device problem code is ¿migration (a010402).¿

Manufacturer narrative:
Manufacturers ref. No: (B)(4). Information regarding patient identifier and date of birth were not provided. Initial reporter phone: (B)(6). The initial reporter email address is not available / reported. [Conclusion]: the healthcare professional reported that during a stent-assisted coil embolization of an intracranial aneurysm, the physician attempted to deploy a 4mm x 23mm no tip enterprise" 2 vascular reconstruction device (encr402300 / 6089524) at the target site but the proximal portion (the mark point) did not deploy well. The physician noted that the location of the mark point was abnormal after the stent was fully released in the patients body. It was reported that after the stent was released, the patients velocity of blood flow decreased. The physician monitored the patient for 30 minutes and the procedure was completed. Due to the reported event, the surgery was delayed by approximately 40 minutes. The patient remains hospitalized for further monitoring. Procedure image and films were included in the complaint. The imaging as reviewed by independent medical affairs consultant/neuroendovascular surgeon, neurointerventional radiology on (B)(6) 2021. The assessment is as follows: "a report of poor opening of the proximal enterprise 2 stent tines is accompanied by one image and 2 movie clips. It is reported that during the deployment of an 4mm x 23 mm enterprise2 stent the distal tines opened appropriately however the one of the proximal tines appears to be inverted. The physician reports there was some slowing of blood flow but no thromboembolic issues were reported. Images demonstrate a coil mass in a rica? Aneurysm. It is unclear the sequence of the pictures and video. In one video there a stent tines distal to the aneurysm and in the other video and picture the stent tines appear to have migrated proximally to the level of the aneurysm. It is unclear if the stent with manipulated in attempt to open or reconfigure the proximal stent tines. On all three images (1 picture and the 2 videos) the proximal stent tines have an abnormal configuration. Three of the tines appear to be positioned appropriately and one tine appears to have flipped up. Again, it is unclear if this is the way the stent was deployed or the stent achieved this configuration after manipulation. This configuration does happen occasionally and could be due to excessive force during deployment or snagging the stent tine while attempting to recross the stent. Further details are needed." Physician name and date reviewed: (B)(6) 7/6/2021. Additional information was provided on 12 jul 2021. The information indicated the following: after investigation, the patient reported that she has been discharged from hospital and there is no negative impact on her daily life. The additional information also indicated that there was incomplete expansion of the proximal stent upon deployment. It was it was stated that the poorly deployed proximal marker point should have moved to the vessel cross section consistent with the other three markers, but it did not move intraoperatively, which is indicative of incomplete stent deployment. The physician suspected that the stent migration was due to incomplete deployment of the proximal stent. The marker point was considered abnormal when the stent deployed. The stent would not completely deploy, so the physician withdrew the delivery wire, and it touched the incompletely deployed proximal stent. In the physicians opinion, incomplete deployment of the proximal marker indicates incomplete dilation of the stent in the parent artery. It was further reported that there were no vessel or aneurysm factors that may have contributed to the incomplete expansion. No intervention was performed to expand the stent. The target aneurysm was located at the ophthalmic segment of the right internal carotid artery (ica). The paged aneurysm had the following dimensions: width 4.43mm and height 2.01mm. The slowed blood flow improved after it was monitored by the physician for 30 minutes. The physician felt that the 40-minute surgical delay was clinically significant due to timely observation of more serious surgical complications and timely treatment. The event neither resulted in a stroke nor thrombotic event. The patient was a 48-year-old female with a past medical history of hypertension. The patients neurological status was normal after the event (unchanged from baseline). She was discharged from the hospital on 29 jun 2021 and is reportedly doing well. Cerebral angiography will be performed three-months post-procedure and related abnormal blood flow must be handled promptly. The temperature indicator label on the inner pouch was checked prior to the procedure and found to be within acceptable criteria. There was no resistance encountered during advancement of the device. The physician was unable to judge via imaging if the stent was damaged. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6089524. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Incomplete stent expansion, stent migration, and arterial occlusion are known potential procedural complications associated with the enterprise 2 vrd. With the information provided and without the return of the associated devices, it is not possible to determine the root cause of the event. However, the event may have been related to a combination of multiple factors experienced in the clinical setting rather than the design or manufacture of the device. Since the alleged incomplete stent expansion led to stent migration with reduction in blood flow and extension of surgery time and hospital stay, the event meets MDR reporting criteria with the classification of serious injury. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted coil embolization of an intracranial aneurysm, the physician attempted to deploy a 4mm x 23mm no tip enterprise" 2 vascular reconstruction device (encr402300 / 6089524) at the target site but the proximal portion (the mark point) did not deploy well. The physician noted that the location of the mark point was abnormal after the stent was fully released in the patients body. It was reported that after the stent was released, the patients velocity of blood flow decreased. The physician monitored the patient for 30 minutes and the procedure was completed. Due to the reported event, the surgery was delayed by approximately 40 minutes. The patient remains hospitalized for further monitoring. Select procedural imaging and films were included in the complaint and have been forwarded to an independent medical affairs consultant / neuroendovascular surgeon, neurointerventional radiology for review. Additional information was provided on 12 jul 2021. The information indicated the following: after investigation, the patient reported that she has been discharged from hospital and there is no negative impact on her daily life. The additional information also indicated that there was incomplete expansion of the proximal stent upon deployment. It was it was stated that the poorly deployed proximal marker point should have moved to the vessel cross section consistent with the other three markers, but it did not move intraoperatively, which is indicative of incomplete stent deployment. The physician suspected that the stent migration was due to incomplete deployment of the proximal stent. The marker point was considered abnormal when the stent deployed. The stent would not completely deploy, so the physician withdrew the delivery wire, and it touched the incompletely deployed proximal stent. In the physicians opinion, incomplete deployment of the proximal marker indicates incomplete dilation of the stent in the parent artery. It was further reported that there were no vessel or aneurysm factors that may have contributed to the incomplete expansion. No intervention was performed to expand the stent. The target aneurysm was located at the ophthalmic segment of the right internal carotid artery (ica). The paged aneurysm had the following dimensions: width 4.43mm and height 2.01mm. The slowed blood flow improved after it was monitored by the physician for 30 minutes. The physician felt that the 40-minute surgical delay was clinically significant due to timely observation of more serious surgical complications and timely treatment. The event neither resulted in a stroke nor thrombotic event. The patient was a (B)(6)-year-old female with a past medical history of hypertension. The patients neurological status was normal after the event (unchanged from baseline). She was discharged from the hospital on (B)(6) 2021 and is reportedly doing well. Cerebral angiography will be performed three-months post-procedure and related abnormal blood flow must be handled promptly. The temperature indicator label on the inner pouch was checked prior to the procedure and found to be within acceptable criteria. There was no resistance encountered during advancement of the device. The physician was unable to judge via imaging if the stent was damaged.